Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03333. The pt received 2 scs leads with different lot numbers. It was reported the pt was not receiving stimulation on her right side. A sjm rep was unable to resolve the issue with reprogramming. Subsequently, the scs lead was repositioned. F/u identified the issue resolved with the lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.